Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post stenting procedure, thrombosis occurred. The target lesion was located in a non tortuous right coronary artery. A promus element plus everolimus-eluting platinum chromium coronary stent system was used to treat the target lesion. Treatment outcome was 0% stenosis. Patient was discharged on plavix. Five days post stenting procedure, the patient presented with chest pain and upon evaluation, clot was revealed in the stented artery. Thrombosis was treated with dilatation using a non-bsc balloon dilatation catheter and another unspecified stent was implanted. Procedure outcome was great. No further patient complications were reported and the patient is compliant with the current antiplatelet therapy(plavix) and other medications up to date.